Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device, and after performing a test run, the reported issue could not be duplicated. The investigation concludes that no further action is required at this time. While this issue has been resolved, the pse stated that an additional issue was observed during further evaluation of the device and is being addressed in a subsequent case.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an unspecified leak issue. A bar (---) was displayed at the leak display while the device was used on a patient. There was no reported harm to the patient or user. The device kept operating when the issue was observed. The device was replaced with another v60. There was no reported delay in therapy or medical intervention. The customer called technical support to report that there was an unspecified leak issue. A bar (---) was displayed at the leak display while the device was used on a patient.

Manufacturer narrative:
Per good faith effort (gfe) response, the technician says that the "---" indicates that data is under range and is occasionally displayed instead of values. A test run performed, but the reported issue could not be duplicated. A service quote for repair was sent to the customer. Investigation remains ongoing